Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident . A visual inspection found distal tip and fiber damage, and scratched and cracked distal lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during knee arthroscopy procedure, the videoarthroscope had an unspecified failure. A backup device was available to complete the procedure with no delay or patient injuries. Preliminary results of investigation have concluded that this unit had racked distal lens which makes it a reportable event.